Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a broken conductor wire at the bipolar yaw pulley location. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. Additionally, the instrument was found to have a frayed grip cable at the yaw pulley location. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted small bowel resection procedure, the fenestrated bipolar forceps instrument was not working. It did not cauterize and there was smoke on the sheath. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.